Event description:
Note: the date of event is unk. It was reported to boston scientific corporation in 2009, that a hydratome rx sphincterotome was used during an ercp endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, "the tip [of the hydratome rx sphincterotome] had a bur on it." There were no pt complications reported as a result of this event.

Manufacturer narrative:
Other (tip had a bur). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.